Event description:
It was reported that during laparoscopic assisted distal gastrectomy procedure, the clip could not be fed into the jaw. The shape of the feeding clip's distal part was closed as a pear shape. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. During the first firing sequence, the jaw broke making the instrument non-functional. The damage jaw is most likely occurring when torque is applied to the end effector, which is preceded from a potential pre-surgery device cleaning process. Although the condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was overtraveled. The indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.